Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The company service representative examined the system and no problems were found; however, an issue was found with the customer¿s handpiece. No sample returned for evaluation. The anterior vitrectomy handpiece was manufactured on january 8, 2008. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this anterior vitrectomy handpiece lot number. The reported event was able to be confirmed by the company service representative. The system was determined to not have contributed to the reported event and was found to meet specifications. However, based on the information obtained, the root cause of the nonconformity cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure and before a vitrectomy set up the vitrectomy was not working. The case was completed with an alternate system. There was no harm to the patient.